Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the battery would not secure tightly on the lead once the new lead was in place. The rep stated that the lead could slide partially out creating an over 4000 impedance. The rep stated there were no external factors to speak of. The rep stated they changed the rate and pulse width and reconnected the lead to the battery three times. The rep stated a new battery was used. It was noted the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the set screw was backed out too far. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.